Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to inspect and clean the pump, specifically the o-ring and pneumatic tap area, which involved removing debris and reseating the cartridge. The customer successfully completed the load process and resumed insulin delivery.